Event description:
It was reported that the patient went through withdrawal 8 years ago and was hospitalized until he was able to receive a new pump. No additional information was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Hcp reported the patient had relocated and they saw him as a new patient on (B)(6) 2012. Hcp had no further information to provide.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8731, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).